Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as itching and red. The patient stated the irritation was on his front. The patient also reported he had erythema. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a cortisone cream by a physician. Follow up indicated that the irritation improved .